Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. From the machine logs, it was determined that mosaiq was in the process of recording the beam records when mosaiq was re-started. After mosaiq was re-started, the beam records for these fields were lost and the site manually recorded this. When this issue occurs, it is obvious to the user that the treatment was not recorded (or recorded incorrectly). With the data from the machine log, the user would be able to verify the actual treatment and the user could record manually what was treated or correct any incomplete/incorrect treatment, therefore mosaiq did not have any malfunction and was working as designed and intended. There was no patient mistreatment.

Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that an error was detected in the machine interface.